Event description:
Breast implants illness symptoms. Hormone problems started almost immediately after implantation. Pain in left breast, thyroid -hypo, skin problems; back and neck pain, stomach/ gastrointestinal issues. FDA safety report ID# (B)(4).